Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory only the tip of the lead was returned severed 497 mm from the terminal pin with the extracting stylet stuck in the included segment. Visual inspection noted blood and body fluid in the lead lumen along with numerous cuts in the insulation. Medical adhesive was observed to be torn/separated from the eptfe coating at the proximal end of the proximal spring electrode which was extremely stretched and with tears in the insulation under the proximal spring. The distal end of the proximal spring electrode was also observed to be separated from the lead body insulation and had been pushed distally located over the lead body insulation. Some tissue and calcification was noted on the proximal spring and the helix extremely stretched. Detailed analysis revealed insulation abrasion through to the distal high voltage/rate-sense lumen 66 mm from the lead tip. The morphology of the insulation breach was suggestive of lead-on-lead contact that would have been located within the heart. Infection could not be confirmed via analysis. The reported insulation abrasion and low impedance measurements are likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
(B)(4). This device has been received by our returns analysis laboratory. This report will be updated upon completion of analysis of the device.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor crt-d exhibited low out-of-range pace impedance (pli) and increased pacing threshold measurements in 2012 (approximately 2 years ago). One year later (2013), a revision procedure was performed wherein the competitor device was replaced and the pace/sense portion of this rv lead was surgically abandoned and replaced with a new dedicated pace/sense lead. One month ago (2014), this original rv lead was subsequently explanted due to a system infection of unknown source. Upon explant, an insulation anomaly near the shock coil was observed. No information regarding replacement products has been made available.